Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation, bone resorption, mobility. Buccal wall resorbed. The implant came out when the temporary crown was screwed in.